Event description:
It was reported to philips that the system was unable to perform cine. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information, the customer was performing a diagnosis, which was completed with the same system. The device remained usable with a workaround by operating in fluoroscopy mode. The customer reported that the system was unable to perform cine acquisition. A philips remote service engineer (rse) reviewed the system remotely and determined that cine functionality was unavailable due to insufficient free space on the image disk, although fluoroscopy was still operational. The engineer advised that the image store needed to be recreated and proactively informed the customer that the image disk should be replaced. No service was performed by philips, as the on-site visit was canceled at the customer¿s request. To date, no further issues have been reported. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully completed as planned by using fluoroscopy. The procedure was finalized without delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.